Event description:
Hydrotherapy equipment primarily used for wound care and debridement has been noted to have debris in tank afer emptying and complete disinfection done. This particular style of hydrotherapy tank is similar to commercial whirlpool systems with jets. Therefore, a certain amount of water remains in the pumping mechanism after complete draining and disinfection. There is a concern related to stagnant water and bacterial growth, and also a concern with particulate/debris matter left after the entire disinfectant cycle is completed. This model has been replaced with one that drains completely.